Manufacturer narrative:
The product will not be returned as it has been disposed, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.

Event description:
A hydrothermablator procedure set was used during a therapeutic hydrothermal ablation (hta) procedure. (Patient age reported as 40+ and patient weight is unknown). According to the complainant, there was a leak at the cervix approximately 1 minute into the ablation. The scope was removed and the physician noticed the patient had a drip burn on the posterior of the cervix. There were approximately 1 to 2 drops that dripped and measured approximately 1 cm in length. It was deemed that no treatment was necessary at the time. It should be noted that the patient experienced a "warming" sensation during the procedure. No tenaculum stabilizer was used and no fluid alarms sounded. The case was aborted, and there were no further complications reported with this event. Further follow up with the physician confirmed that it was a third degree burn, no other information available.